Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and imaging core were twisted, wound up, and detached near the lap joint section. Additionally, the device was entangled with a guidewire. Microscopic inspection revealed, the imaging window and drive cable were also twisted and entangled. The guidewire exit port and the distal section of the tip were in good condition.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while advancing the catheter into the distal artery inside the lesion, the opticross catheter snagged the unknown guidewire and rotated, causing the two devices to twist together. The procedure was completed using another opticross catheter. No patient complications were reported.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while advancing the catheter into the distal artery inside the lesion, the opticross catheter snagged the unknown guidewire and rotated, causing the two devices to twist together. The procedure was completed using another opticross catheter. No patient complications were reported.